Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was not getting good pain relief. The surgical lead was lateral to the patient's right but their pain was left sided. No falls or accidents following implant were reported. Reprogramming attempts were made but the issue did not resolve so a lead revision was planned to try and get the lead placement more midline or left of the midline position. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's lead is where it was originally implanted. The patient's lead has not been revised at this time, although the patient was referred to the doctor for a lead revision. The rep is unaware of any date at this time. No further information was reported.